Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed two episodes of oversensing vf=150 ms on (B)(6) 2008 and (B)(6) 2010.

Event description:
It was reported that there was oversensing on the lead which led to inappropriate therapies being delivered to patient. The sensitivity on the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.